Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. The patient expired on (B)(6) 2014 after being on hospice care. The reported cause of death was chronic gi bleeding and chronic lung disease.

Manufacturer narrative:
Approximate age of device: 4 years 8 months. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - the pump and all additional equipment were not returned. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists bleeding as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of manufacturer¿s event history showed that no previous adverse events were reported for this patient. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.